Manufacturer narrative:
H3: eval summary: no surgical notes or x-rays were provided. Dimensional measurements were found conforming. Visual examination did not reveal any notable damage. It is unk what style of xl stem (taper or porous) was implanted. The surgical technique states "note: the zmr xl porous adapter sleeve is used with the standard zmr straight and bowed porous stem provisionals". This is necessary to achieve a proper fit between the stem and body provisionals, since the straight and bowed provisional stems have a standard size taper and the xl provisional bodies have the larger xl taper. It is possible that the adapter sleeve may not have been used with either a straight or porous stem provisional. This would result in the xl provisional body seating lower onto the provisional stem, creating a shorter provisional stem/body construct than the corresponding implant stem/body construct. This is consistent with report that "the trial and implant did not match when assembled". Given the info provided and the analysis conducted, a definitive cause for the experience of the trial and implant assemblies not matching cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the cone body did not match the trial instrument when assembled.